Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The patient was presented with two channels showing high impedances. No fluctuation in the impedances were observed. In-situ measurement shows a steady rise in the impedances of the apical channels over time. The patient was remapped and was monitored by the clinic. Impact is suspected. As per the recent information received the patient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient was presented with two channels showing high impedances. No fluctuation in the impedances were observed. In-situ measurement shows a steady rise in the impedances of the apical channels over time. The patient was remapped and was monitored by the clinic. Impact is suspected.